Manufacturer narrative:
(B)(4). Batch # m54r5k. The analysis results found that the ats45 device was received in good visual condition and with a tr45w reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information requested and received: was there any issue retrieving the cartridge? There was not. Is the cartridge returning with the device? Yes. Or, has the cartridge been discarded? No. What is the color/product code of the cartridge? White I believe.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired the device and when he opened the jaws, the reload fell into the patient. Many of the staples were malformed. The case was completed using another device of the same product code. There were no patient consequences reported.